Manufacturer narrative:
Please correct this report 2017865-2023-47865, the same issue was reported in 2017865-2023-47567.

Event description:
It was reported that a patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.